Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive and timed out faster than expected. Customer's blood glucose was 165 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touch screen issue was verified. Additionally, the alleged touch screen times off too soon issue could not be verified.